Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue and stent damage occurred. The target lesion was located in the iliac vein. A 12x90/8fr 75cm wallstent® endoprosthesis was advanced and deployed to treat the lesion. However, the distal end of the wallstent was not fully deployed. Post dilatation was performed however, it still stayed in an abnormal shape. Another of the same device was deployed and completed the procedure. No patient complications were reported and the patient's status was stable.